Manufacturer narrative:
It was reported to philips that this mrx battery had intermittent connection issues. The battery was evaluated at philips, and it was found that the battery failed. The battery was replaced by the customer which resolved the issue.

Event description:
It was reported to philips that this mrx battery had intermittent connection issues.